Event description:
It was reported that the y-site (clearlink component) of clearlink system continu-flo solution set leaked with normal saline. It was the y-site closest to the patient that was not sealed and fluid came out. This was identified during patient infusion. A new primary line was primed and attached to the patient with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8023 for this event. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.